Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was alleged that the customer had a cot tip while transporting a patient. It was alleged that the patient has a broken neck. Further information regarding the patient injury to confirm if the injury was a pre-existing injury or if the injury occurred as a result of the cot tip has not been provided. It was not alleged that the cot malfunctioned in any way causing the cot to tip.